Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator assistant reported that after 1 month of support, the patient presented with hemolysis. Other clinical symptoms reported included tea colored urine, elevated lactate dehydrogenase (ldh) levels and increased plasma free hemoglobin. No alarms or changes in pump function were reported.

Manufacturer narrative:
The patient remains ongoing on lvad support. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.